Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that two days ago her insulin pump suspended with a sensor glucose of 90 mg/dl and a blood glucose of 250 mg/dl. The patient also mentioned that she had the same inappropriate suspend issue the night before when her sensor glucose was 100 mg/dl and her blood glucose was 200 mg/dl. Troubleshooting was initiated for the inaccurate sensor readings. The customer was advised on proper insertion technique and calibration practices. The customer confirmed that she has had bent cannulas on previous sensors. She also stated that she calibrates the sensor two to three times per day when her pump advises her to; the customer was advised to calibrate three to four times a day with stable blood glucose readings instead. No products were returned and two replacement sensors were shipped to the customer.